Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised to cement spacer molds on (B)(6) 2015 due to infection symptoms, pain, and swelling. It was determined the patient did not have infection and was allergic to the bone cement used in the initial procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised to cement spacer molds on an unknown date due to infection symptoms, pain, and swelling. It was determined the patient did not have infection and was allergic to the bone cement used in the initial procedure. There has been no reported revision procedure to date.